Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the device right plunger case was cracked and the auxiliary control receptacle was broken. During occlusion testing, motor rate error was found. The root cause of the reported issue was found to be normal wear. Motor assembly, parts were found old, dirty and worn out. Replaced the stepper motor, old motor mount, teflon washers with the delrin washer, worm coupling, and worm gear. Performed occlusion test and all functional tests which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.